Manufacturer narrative:
Additional information received indicates (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the change in the patient¿s behavior over the past year was not related to their device or therapy but rather was due to their parkinsons¿ disease advancing. Regarding the report of the seizures the hcp was unclear if the patient experienced true seizures or if they were only seizure like movements, so it was ¿unknown if these were related to the device/therapy as there was no history so it wasn¿t anticipated.¿ the patient was eventually put on hospice with poor speech and swallowing abilities and died due to parkinson¿s disease. According to the hcp there was no device, therapy, or procedure issue that may have caused or contributed to the patient passing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient died with the consumer believing the death to be related to the deep brain stimulation. Specifically, it was noted that the patient stopped having tremor and it looked like their illness took on the appearance of a series of seizures that hospitalized the patient and contributed to their death. A change in the patient was seen over the last year prior to date notified. The patient requested to go to the emergency room (ER) on (B)(6) and was admitted for 3 days and subsequently released "on hospice" and heavily medicated. The last time the patient was conscious was on (B)(6), with their body starting to show signs of shutting down on (B)(6). No further complications are anticipated.